Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient¿s mother stated that the patient experienced skin irritation. The sensor plastic went through the patch and cut a hole in the patient¿s back. A bandage was applied to the sore. On (B)(6) 2018, the patient¿s mother took the patient to urgent care for the wound caused by the sensor. The patient was prescribed antibiotics. The sensor was removed on (B)(6) 2018. At the time of contact, it was indicated that the patient was healing. Patient was under 2 years old. Labeling indicates: the dexcom system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. No additional event or patient information is available.